Manufacturer narrative:
The insulin pump had no cracks on the display window. The insulin pump was received with minor scratches on the display window and a cracked case at the display window corners.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's display was cracked. Blood glucose level was 136 mg/dl at the time of the call. No further information was provided.